Manufacturer narrative:
A pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known rick during the use of this device.

Event description:
During a right premature ventricular contraction ablation procedure a pericardial effusion occurred. The patient was under local anesthesia and during mapping of the right ventricle the patient became hypotensive. An echocardiogram was performed which revealed an effusion towards the front of the right ventricle. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.